Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the y direction collimator leaf was not moving, and the filter ladder was not moving. Found a gear jammed in the motor. Was able to move the gear out of the stuck position and get the collimator moving in the x direction y direction and cycle the filter ladder. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when the imaging system was booting up, the message "error initializing collimator" was displayed. There was no patient present when this issue was identified. No additional details were provided.